Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ams 800 artificial urinary sphincter (aus) was thoroughly analyzed in our quality assurance laboratory. The cuff component was visually and microscopically inspected, and tested for leaks. A pinhole fluid leak was identified in the cuff pillow proximal to the cuff backing consistent with wear at a fold. Laboratory analysis confirmed the reported clinical observations of fluid loss and a hole/perforation in the cuff. The observed fatigue damage was determined the most probable cause of the reported events. There is no objective evidence that the user did not properly handle or use the device according to the instructions for use (IFU). An overall evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgery on his artificial urinary sphincter (aus) cuff due to fluid loss from a pinhole leak. The cuff was explanted and a new cuff was implanted. No additional information was provided.